Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient is unhappy with her visual outcome. Allegedly, the patient has to wear glasses to read and her vision is getting worse. Distance vision was chosen for the bilateral cataract surgery. It was also reported that the patient had lasik surgery post-implant. Additional information has been requested, but no additional information has been received. This report is for the right eye.